Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that unit was pre- fired. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed partial firing was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, during firing of the instrument, the stapler had "crunched" sound and the staples were malformed, also some of the reloads looked pre fired out of the package. Two handles were floppy. The customer was unable to engage the firing mechanism and fire stapler at any stage. They had to excise the staple line and redo it and another handle and cartridge were opened to complete the case. There was no patient injury.